Manufacturer narrative:
Device lot number, or serial number, unknown as this was reported 2 years after the event by the patient. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. 08/14/2015 a medtronic representative, following-up with the patient, reported the procedure performed on (B)(6) 2013 was a laser ablation of left hippocampus, entorhinal cortex and amygdala to address temporal lobe epilepsy. Pre-existing and relevant medical history: left occipital/parietal lobe hemorrhage in 1990, believed to be the result of an avm or cavernous malformation. -08/17/2015 a medtronic representative, following-up with the previous company, (B)(4), regional sales determined the (B)(4) (vl) system serial number could not be identified. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's (B)(4) 15w thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A patient reported a visualase (vl) ablation procedure was performed on her two years earlier, and it was not successful. The patient reported having a hemoral stroke in 1990 which caused her to partially lose her vision, leaving her with approximately a quarter of normal vision in each eye. Following her ablation procedure, the patient had further loss of vision. The patient made this report as an awareness of her experience and her current condition, she did not report an allegation of a malfunction of the visualase or medtronic product. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's (B)(4) 15w thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic clinical affairs expert reviewed the details of this event and concluded that the reported event does not allege a device malfunction and neurological deficits, including visual field deficits, are known complications of neurosurgical procedures.